Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/24/2024, a sales representative via (B)(4) reported that an ar-6480 dw arthroscopy pump had a malfunctioning component on the outflow side. This malfunction had no adverse effects on the patient. It was discovered during a shoulder scope procedure, and no patient harm was reported.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was returned for evaluation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with an ar-6410 lot number: 73988853, and an ar-6430 lot number: 73002759 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 42 minutes with no issues. To test the outflow, the rinse and lavage buttons were pressed, and no issues were noted. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. No problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during functional testing that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field. Device manufacture date 2017.